Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor, interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while attempting to take the first sample with the holster, they received a vacuum tubing error code. They checked all the connections and was able to continue the case. There was no pt consequence reported. The case was completed using the unit.